Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particulate at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the solaris mr disposable kit and upon inspection, they saw a particulate within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe with a spike attached. Visual examination determined that the plunger was located near the middle of the barrel, indicating that the customer had filled the syringe with fluid. Further examination with magnification found residual contrast crystals throughout the barrel. Product analysis removed the spike and confirmed the presence of dried contrast on the syringe tip and spike. A crystal was removed from the syringe barrel and water was added. The crystal dissolved, confirming the particle was not plastic in nature but was residual contrast that had dried inside of the syringe barrel.